Manufacturer narrative:
E1: (B)(6). Patient country: united kingdom. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. An infusion set detachment incident was reported on (B)(6) 2025. The patient's infusion set tubing disconnected from the insertion site. The infusion set had been in place for less than 24 hours. The site of insertion was located on the left abdomen. The duration of the infusion set's use was noted to be less than one full day. No further information available.